Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient reported she passed out on (B)(6) 2013 and she treated herself after she awoke and looked at her continuous glucose monitor. There was no medical intervention. At the time of the report the patient said her current condition was okay.